Manufacturer narrative:
Added repair information. The repair information was available prior to the submission of the initial report. Updated model and catalog number. Updated initial reporter first name. Updated evaluation codes per repair information.

Event description:
A service engineer (se) inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: an oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen readings were higher than set values. The ventilator was not on a patient at the time of the event. The customer did not provide device information.